Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/24/2025, it was reported by an arthrex subsidiary employee via email that a patient underwent a procedure on (B)(6) 2022 to have an ar-8545-34 low profile screw, an ar-8545l-18s low profile locking screw, an ar-8545l-28s low profile locking screw, four ar-8545l-32s low profile locking screw, and ar-8545l-34s low profile locking screw, an ar-8545l-36s low profile locking screw, two ar-8545l-40s low profile locking screw, an ar-8555-40s low profile screw, an ar-8555-65s low profile screw, and an ar-8970al-04s ankle fusion plate implanted. After the patient recovered, all the implants were removed. The removal of the product was due to the patient's recovery and not caused by any health hazard. However, during the removal of the products, it was discovered that there were some metal fragments in the area where the plate had been implanted. It is believed that the implants broke during insertion and remained in the body unnoticed until the removal of the products on (B)(6) 2025. Additional information received on 4/9/2025: the patient experienced no symptoms or adverse events before the removal surgery.

Event description:
Additional information received on 4/16/2025: the metal fragments from the screws or plate were removed during the surgery, along with the implants.

Manufacturer narrative:
Corrected info: b2, h1. Additional information: b5, g3, h6.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One ar-8545-34, low profile screw, 4.5 x 34 mm, was received for investigation. Visual inspection revealed that the screw hex head was stripped and the threads were damaged, likely resulting from the implantation and explantation processes. Most likely cause: the damage to the screw is most likely attributable to wear and tear sustained during the procedure. Functional testing confirmed that the screw could be inserted into the plate holes without resistance. Complaint allegation: the complaint allegation is confirmed due to the visible damage to the screws, which supports the plausibility of fragment generation during insertion or removal. Refer to the investigation photos.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most probable contributing factors to the reported failure include a patient-specific event and user error. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.